Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the plastic on the packaging looks compromised. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # r5ae27. Investigation summary: the analysis results found that ats45 device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. Device history lot: r94t1a. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. Performed by (B)(4). Device history batch: r5ae27. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Performed by (B)(4). Device history review: null.